Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a pulmonary vein isolation procedure with the patient on the table, the amplifier did not make the beep sound and no connection was displayed on the monitor. The media converter and fiber optic were changed, however, the same error occurred and the case was cancelled. There were no consequences to the patient